Manufacturer narrative:
Information added : serial number, UDI number, expiration date, manufacture date. According to sophysa in-house process, the probe has been analysed by our quality control laboratory and a visual examination and a functional control were performed. A visual examination revealed different cuts on the tubing that could explained the fluid leak observed. Furthermore, internal documentation shows that the catheter has been manufactured in accordance with quality requirements and was released without any manufacturing defect on the tubing. The assignable cause of the event could be due to a removal of the stylet and re-positioning by the user in the wrong channel during the implantation or a use of a sharp object during the implantation.

Event description:
A cerebrospinal fluid leakage has been found after icp ventricular catheter implantation when pre-inserted stylet has been removed.

Manufacturer narrative:
The expertise of the suspected medical device has not begun because the device has not been received yet.

Event description:
A cerebrospinal fluid leakage has been found after icp ventricular catheter implantation when pre-inserted stylet has been removed.